Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (medical imaging, returned device, device history record review, complaint history review), it appears that the lateral breakage of the pe liner by the neck is most likely attributable to patient-specific factors (osteolysis of the trapezium potentially leading to cup tilting) combined with an initial intra-prosthetic conflict resulting in pe liner blockage. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a 72-year-old male patient underwent a revision surgery in (B)(6) 2025, approximately 4 years post implantation. The issue was discovered during a follow-up visit after trapeziectomy on the contralateral side. Revision surgery involved replacement of the cup and neck, with osteolysis around the cup and metallosis reported by the surgeon.